Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pbp and effluent lines of a prismaflex tpe2000 set were observed to be incorrectly assembled prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the effluent post pump and the pbp pre pump lines were reversed. The lines of the set are assembled by production operators. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to operator error in the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.